Manufacturer narrative:
Unit passed displacement test, active current measurement, and selftest. However, unit received with unexpected battery power loss shown in power graph and had high sleep current, problem isolated to electronic assemblies. (B)(4).

Event description:
Information received by medtronic indicated that the replace battery now alarm. Customer stated that the insulin pump had short battery life. Customer stated that the insulin pump did not received low battery alert prior to the replace battery now alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.